Event description:
The customer reported via phone call that the act button did not work to enable a response on the insulin pump. Customer's blood glucose was unknown. The customer also stated if they pressed the act button, the insulin pump prompted for the time and date, but the customer could not select 12 hour or the 24 hour. The customer was disconnected from the call before further troubleshooting was completed. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.